Event description:
Patient was being transfered to uva for hemolytic anemia.when the patient was being moved to a strecther,the tubing was pulled and broke off.platform and catheter remained in the patient with blood squirting out.a new IV was placed.